Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2016, a 19 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to aortic insufficiency and replaced with an unknown valve. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded the valve was returned in a dehydrated state. There was mildly limited mobility of all three cusps and incomplete coaptation. There was no gross or histologic changes observed which could have explained the limited cusp mobility. Drying artifact is one possible explanation. Cusps 2 and 3 had a thin layer of fibrin on the surface. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
In (B)(6) 2016, a 19 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to aortic insufficiency and replaced with a mosaic valve. The patient is reported to be stable.